Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the hip and lower stomach (lower abdomen) using the cooladvantage and cooladvantage plus applicators. Per medical safety assessment, the details provided indicated possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5 and e1 (clarification of provider and multiple applicators used). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the hip and lower stomach (lower abdomen) using the cooladvantage and cooladvantage plus applicators. Multiple cooladvantage and cooladvantage plus applicators were used (serial numbers were not provided) during the treatment. Per medical safety assessment, the details provided indicated possible paradoxical hyperplasia (ph).